Event description:
The hosp reported that during the saphenous vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the complaint is not confirmed for blade would not cut. Bisector blade is to specifications and bisector blade actuation is functional. However an internal investigation has been initiated to further investigation the blade cutting issue.